Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt's lead perforated the skin. Surgical intervention was undertaken to explant and replace the pt's leads. Follow-up on this matter found the pt's wound is still healing.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.